Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the distribution node pca was contaminated. The root cause for the contamination was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There were no adverse events associated with the belt malfunction.

Event description:
A us distributor reported that an electrode belt does not communicate with a monitor.